Event description:
Customer reported that a cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge onto the pump, resumed insulin delivery, and was advised on proper cartridge placement to prevent future issues.